Event description:
Cracked connector on catheter on arterial lumen, noted because pt was bleeding during dialysis. No pt injury. Inserted in 2001, cracked & removed in the month following insertion. No other info is known.